Event description:
A surgical technician reported that during four surgical procedures, they experienced dull knives. Each procedure was completed successfully with an alternate knife. There was no harm to the patients.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. The root cause can not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).